Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the sub water supply channel. It is likely that foreign matter larger than the inner diameter of the sub-water supply channel got into the sub-water supply channel and caused clogging. There were no defects such as deformation in the auxiliary water supply channel and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the cloudy image was not confirmed, but the allegation of reduced angulation was confirmed. Additional issues were identified during the device evaluation: wear of angle wire, bending angle in the up direction did not meet the standard value; residual liquid or foreign material came out of the jet channel; due to damage on the up/down knob, water tightness was lost; due to wear of angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a chip and was cracked; the flexibility adjustment did not work; the plastic distal end cover had a dent; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the colonovideoscope presented with a cloudy image on the display and reduced angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was foreign material coming out of the secondary water channel. This report is to capture the reportable malfunction of the unknown material that was discharging from the water channel due to insufficient cleaning found at estimation.